Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two devices related to the patient's implant experience. Refer to manufacturing report number: 1220648-2025-27901 for the medical device report on the impella cp device.

Event description:
A notification was received via abiomed's long-term outcome and quality indicator impella registry regarding a patient who experienced respiratory distress with a definite relationship to the impella 5.5 device (and the previously implanted impella cp device) used. This occurred the same day the impella 5.5 device was implanted. Action taken, if any, is unknown. The patient recovered from the respiratory distress with no sequelae. However, it was further noted regarding this patient's implant experience that the complainant also reported this patient with cardiomyopathy was initially implanted with an impella cp device mechanical circulatory support (mcs) before being implanted with an impella 5.5 device for escalation in therapy. The following day after start of the impella 5.5 device mcs, there were occasional suction alarms and overnight the patient had increased ectopy with central venous pressure (cvp) of 8 mmhg. Echocardiogram of the impella 5.5 device was pending position assessment. The following day, suction alarms were still present, and the impella 5.5 pump was repositioned. However, the pump still appeared deep on transesophageal echocardiogram. A repeat echocardiogram was planned, and additionally noted heparin (withheld when on the impella cp) was planned for restart once platelets were greater than 50k. The day after, the patient was still with intermittent suction. Performance level was maintained on p-4, which appears, until two days later when the patient was successfully weaned, and the impella 5.5 device was explanted with a survived outcome.